Event description:
The ge oec 9800 fluoroscopy system was reported to have lock-up issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system event log noted the errors caused at the x-ray controller pcb. The x-ray controller pcb was removed and replaced and system calibration files and software were reloaded to restore proper function. The system was tested, found to operate as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.